Event description:
Patient reported an alleged leak with a lap-band port. A port replacement has been performed and now band removal is scheduled to be performed, due to another alleged leak found. Prior to port replacement, the patient reported beginning to notice lack of restriction and weight gain and had multiple fills performed. No diagnostic imaging had been performed at this point; reason unknown. The patient continued to note lack of restriction. The surgeon performed another fill test in which 7ccs were placed in the band but only 3ccs were withdrawn. A fluoroscopy was performed by another physician. Tests indicated no fluid was found. Surgery to replace the entire system has been scheduled.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Allergan does not guarantee that every patient will achieve desired weight loss. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 patients total).